Event description:
Germany. Allegedly, due to medical malpractice and defective breast implants, the patient has suffered a permanent disability and lost their professional and economic livelihood. Errors committed by a plastic surgeon, dr. (B)(6), combined with defective motiva breast implants, caused their disability. The implants used likely did not meet the required conformity standards. Furthermore, the surgeon failed to follow basic medical guidelines: motiva implants should not be used when the patient¿s tissue is too thin¿a contraindication clearly stated in the product¿s instructions for surgeons. The patient¿s blood and urine results revealed actual exposure to these substances, with some values¿such as aluminum¿up to 35 times above reference limits. This indicates substance release from the implants, chronic accumulation, and persistent inflammation. The patient was explanted. No patient demographics, such as age, weight, or ethnicity, were provided by the reporter, and no adverse outcomes for the patient have been noted. Efforts to gather additional information are ongoing, and the investigation remains in progress.

Manufacturer narrative:
Dfu revision: per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health. The instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: "breast implants are no different from any foreign material implanted into the human body, and can trigger a host's protective immune reaction. It is a foreign body response demonstrated by redness, swelling, warmth, pain, and or/loss of function. This foreign body response is universal and ideally removes or otherwise surrounds the ¿irritant material¿ with fibrous tissue to prevent unwanted immune consequences". Also, a complete review of the DHR's was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. Initial internal investigation was generated, in order to identify if there are any other complaints for the same or similar nature of the reported event. This condition may be a potential risk of the surgery as indicated in the product directions for use. Establishment labs maintains a constant monitoring of the product in the market to evaluate the performance of its devices; no negative trends have been observed for this complaint type that merits the implementation of corrective actions nor preventive actions.